Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation service repair noted damaged pink probe unit acoustic lens (gap of adhesive on the distal end observed). Stain could enter inside the lens through the gap. Acoustic lens surface found damaged. Furthermore, the following findings during evaluation were noted: biopsy channel perforated. Leakage observed. Customer reported issue of "leakage" was confirmed. A-rubber (insertion part) glue chipped. Bending tube angulation wire play observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of leakage. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found damaged pink probe unit acoustic lens (gap of adhesive on the distal end observed). Stain could enter inside the lens through the gap.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the event likely occurred due to stress and/or handling the device. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.